Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 : reference MFR. Report #1627487-2015-06402. Additional information received identified surgical intervention took place on (B)(6) 2015 at which time the patient's leads were repositioned. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 1 of 2, reference MFR. Report #1627487-2015-06402. It was reported the patient's scs system was causing him pain when stimulation was on. X-rays taken indicated the leads migrated. Surgical intervention is planned for a later date to address the issue.